Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aorta balloon pump (iabp) failed the vacuum portion of drive manifold test. To resolve the issue, the stm replaced the drive manifold and the unit passed the drive manifold test without exception several times. The fse completed pm and the iabp was calibrated. The unit passed all functional and safety tests per factory specifications. The iabp was returned to customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) by a getinge service territory manager (stm), the cardiosave intra-aorta balloon pump (iabp) failed the drive manifold test. Since the event occurred during pm, there was no patient involvement; thus no adverse event was reported.